Event description:
According to the available information, the device was explanted and replaced. The cylinder appeared to be subcoronal and extracorporeal distal below the glans.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted and replaced. The cylinder appeared to be subcoronal and extracorporeal distal below the glans.

Manufacturer narrative:
A titan pump, two cylinders, and reservoir were received for evaluation. As examination of the components may not conclusively confirm or disprove the report of the cylinder being subcoronal and the extracorporeal distal below the glans. Quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.